Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at a third party service center and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue.